Manufacturer narrative:
Stryker evaluated the customer's device and was not able to duplicate the reported issue. Review of the software logs confirmed the system pcba was faulty. The system pcba is no longer available and the device could not be repaired.

Event description:
The customer contacted stryker to report hat the device's display remained dark upon start up with leds on. This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation of the reported issue determined it could not be verified or duplicated. During evaluation of the device a service code was identified that indicates the system pcba may need to be replaced. The system pcba is no longer available. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report hat the device's display remained dark upon start up with leds on. This can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.